Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarms, delivered the remainder of the bolus, and did not change out cartridge or infusion set. Reportedly, the customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.